Event description:
It has been reported that the system was down due to exposure issue. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: on the 21st of december philips reported that the allura device was having exposure issues. This device failure did not cause or contribute to, a death or serious injury and based on historical data it's unlikely to do so were it to recur. The device was reported as outside of clinical use at the time of the event. The instructions for use (IFU) indicates that prior to each system use, checks should be completed on the system. The reported issue would be identified during these checks and therefore would not be put into clinical use. Based on re-evaluation we do not consider this a reportable event. Corrected data: updated codes as per investigation outcome. Based on re-evaluation this complaint is not considered reportable.